Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e206 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e206 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned kit photos is still in progress. A supplemental report will be filed when the analysis of the kit photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a tubing leak via e-mail. The customer stated that the kit was leaking onto the instrument after 173 ml of whole blood processed. The customer reported that no alarms occurred before the leak. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was doing well and was in stable condition. The customer stated that no blood transfusion or saline was needed for the patient. Photos were submitted for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the leak. However it was difficult to establish the location of the leak based on the available information. The photos indicated that the leak was in the collect pump area of the instrument's pump deck and around the collect line tubing in the pump tubing organizer; suggesting that the leak was possibly from the collect line tubing. The root cause for the leak could not be determined based on the information provided. A device history record review did not result in any related nonconformances and this kit lot had successfully passed all lot release testing. A material trace of the collect line tubing used to build this kit lot also did not find any related nonconformances. No further action required. This investigation is now complete. Device manufacture date: 08/12/2016. (B)(4). Device not returned to manufacturer.